Manufacturer narrative:
Age of device: 2 years, 8 months, 2 days. No further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had a patient was attempting to perform a controller change and lost consciousness. Subsequently, patient had a cardiac arrest on (B)(6) 2018 and was not able to be resuscitated. Patient expired on (B)(6) 2018. Pump will not be returned for analysis. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and therefore not available for evaluation. Although the report of the power cable disconnect could be confirmed from analysis of the submitted log file, a direct correlation between the device and the patient outcome could not be determined. The submitted log file showed that pump power, estimated flow, and average pi remained stable and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the pump operating as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.